Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2020-01272. It was reported the patient's leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were explanted and replaced. Issue resolved.

Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead showed a compression mark on the outer tubing. Setscrew marks were present on last terminal end contact, which indicated the lead was secured. No root cause was identified for reported event